Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened cannula in a body/lid in a bag was received for the report of rycroft cannula blocked. The returned sample was visually inspected and was found to be conforming. The sample was then functionally mass flow tested and was found to be non-conforming as the cannula was occluded. The cannula was soaked and the functional mass flow test was performed after the soak and was found to be non-conforming as the cannula remained occluded. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The most likely root cause is that the cannula was occluded with surgical debris. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Cannulas have an acceptance quality limit (aql) sampling for air flow testing and an acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens implantation, an ophthalmic cannula was blocked. The surgery was completed on the same day by opening another cannula. There was no patient harm.